Event description:
It was reported that this right ventricular (rv) lead had an integrity issue. In addition, health care professional (hcp) noted that on the chest x-ray there was a separation of the coils. Boston scientific technical services (ts) advised to reach out to device physician for further evaluation. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.